Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the site had done a touch n¿ go registration and when they went into the sterile field and replaced it with a sterile frame they felt that they were inaccurate by 1 cm. The site checked to make sure the drapes were not stuck under the frame pin and it looked okay. The site thinks that the frame or arm might have been bumped in the transition to the sterile field. The site noticed inaccuracy after the incision was made. It was stated that there were some issues with draping and medtronic representative suspects vertek arm may have been moved possibly. Site continued using navigation by taking the inaccuracy into consideration. The procedure was extended less than one hour. No known impact on patient outcome.